Event description:
It was reported that during a lap roux-en-y, the device's distal tip bent, which caused the stomach to be opened. The anastomosis had to be done again and it was necessary to remove part of the stomach. The pt had to go to the intensive care unit in the post surgery for respiratory care due to the long time of the procedure. Another device was used to complete the procedure.